Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: leaking at the cassette. Detailed inquiry description: it was reported that the facility had 6 defective tubing's. No injury reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Thirty (30) samples were provided for evaluation. 11 of the 30 leaked at the horizon cassette in the window weld. As a result of this issue, b. Braun has initiated a voluntary medical device correction for multiple batches of the outlook® pump sets including the batch identified from this complaint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.